Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.25x16mm promus element drug-eluting stent was advanced to treat the lesion. However, while the device was being advanced over the guide wire, the stent struts were deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found no issues with the profile with no signs of overlapping or raised stent struts. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. There was solidified blood on the balloon. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found the hypotube was broken 294mm from end of hub. There were numerous hypotube kinks throughout the catheter. A visual and tactile examination found a kink in the midshaft at the port entry point. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery (rca). A 2.25x16mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, while the device was being advanced over the guide wire, the stent struts were deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.